Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory lap, the device jaws would not close on tissue which prevents firing the stapler. Replaced by another device to complete the case. No injury.